Manufacturer narrative:
The lal was cut into small fragments and explanted. The returned lens fragments were examined by rxsight; no evidence of zone formation or other problems were found. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient had a light adjustable lens (lal, sn (B)(6), +21.5d) explanted from the left eye (os) due to unintended visual changes after using a tanning bed on (B)(6) 2024, before any light treatments were completed. The patient did not wear rxsight uv protective spectacles during tanning bed use. A new lal (sn (B)(6), +21.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 04/19/2024.